Event description:
It was reported while using the bd phoenix¿ nmic/ID-307 a patient isolate (e. Coli) was misidentified as citrobacter freundii. The user noted that no mic results were given with the identifications. Confirmatory testing was performed with a reference laboratory. No health impact or consequence reported. Report 1 of 3.

Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g4. PMA / 510(k)# k020322, k023444, k023634, k023858, k024153, k031530, k031699, k032299, k032655, k033560, k041384, k042932, k052269, k060214, k060217, k060444, k060447, k061355, k062944, k063301, k063573, k063811, k063824, k071623, k132674, k151320, k181665, k033458 and k123266. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the bd phoenix¿ nmic/ID-307 a patient isolate (e. Coli) was misidentified as citrobacter freundii. The user noted that no mic results were given with the identifications. Confirmatory testing was performed with a reference laboratory. No health impact or consequence reported. Report 1 of 3.

Manufacturer narrative:
Investigation summary: this complaint is for misidentification when using phoenix panel nmic/ID-307 (catalog number 449289) batch number 4248213. The customer returned panels, isolates and phoenix generated lab reports for the investigation. The customer provided phoenix lab reports show escherichia coli #36 misidentified as citrobacter freundii, c. Freundii misidentified as shigella boydii and klebsiella aerogenes misidentified as citrobacter koseri when using the complaint batch. The customer returned isolates were verified and labeled as e. Coli #36, c. Freundii #38 and k. Aerogenes #39 with a bruker maldi biotyper. To investigate, customer returned panels from the complaint batch were inoculated with customer returned isolates e. Coli #36, c. Freundii #38 and k. Aerogenes #39 and placed in a phoenix m50 for identification results. Next, retention panels from the complaint batch were inoculated with customer returned isolates e. Coli #36, c. Freundii #38 and k. Aerogenes #39 and placed in a phoenix m50 for identification results. Last, control panels from the same material but different batch were inoculated with customer returned isolates e. Coli #36, c. Freundii #38 and k. Aerogenes #39 and placed in a phoenix m50 for identification results. All panels tested with customer returned isolates c. Freundii #38 and k. Aerogenes #39 returned misidentification results. For further investigation, retention panels from a comparable batch were inoculated with customer returned isolates c. Freundii #38 and k. Aerogenes #39 and placed in a phoenix m50 for identification results. Also, retention panels of the complaint batch were inoculated with in house isolates c. Freundii 8221 and k. Aerogenes (B)(6) and placed in a phoenix m50 for identification results. The comparable panels tested with customer returned isolates c. Freundii #38 and k. Aerogenes #39 misidentified their inoculated isolates. The retention panels tested with in house isolates returned the correct identification. All panels tested with customer returned isolate e. Coli #36 returned e. Coli identification results. This complaint is confirmed for misidentification of c. Freundii and k. Aerogenes. Further quality investigation determined that the batch history record was satisfactory, and no quality notifications were generated during manufacturing and inspection of the complaint batch. Retention samples from bd inventory were previously evaluated by functional testing and no issues were observed relating to misidentification; all samples met specifications. Complaint trending was analyzed, and no current trends were identified associated with this defect. Historical trending was reviewed and there were no trends for misidentification for panel sku 449289. Bd will continue to monitor for trends and take additional actions as necessary. As part of the investigation, bd r&d performed an analysis of the bd testing and customer lab reports and binary files. Review of the data shows inconsistencies between the quest identifications and phoenix panel identifications. The phoenix r&d team will continue to evaluate ID performance for future updates. It is to be noted that the customer is using pud v7.41a, and identification updates for proteus mirabilis were made available in pud v7.51 that could help improve identification results. Please continue to communicate any additional concerns.